Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6 (patient codes).

Event description:
It was reported that during use on a patient a gas loss alarm occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm performed the pneumatic leak test which failed. To address the issue the stm replaced the pneumatic assembly and retested and passed. The stm performed a pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient a gas loss alarm occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.